Event description:
On (B)(6) 2005, the patient was surgically implanted with a greenfield titanium vena cava filter. On or about (B)(6) 2020, the patient underwent a computerized tomography scan ("CT scan") of her abdomen and pelvis, which revealed the following: the ivc filter tilted 12 degrees, abuts the anterior wall of the ivc, and perforates beyond the vena cava wall (5 mm mesenteric and 3 mm vertebral perforation).